Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. A 4mm x 40mm x 146cm coyote es balloon was advanced for dilation. However, during the first inflation at 6 atmospheres for 3 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.